Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a battery depletion (bd) notification being received. Device replacement was recommended. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a battery depletion (bd) notification being received. Device replacement was recommended. No adverse patient effects were reported.